Event description:
Report of tongue frenulum laceration with lma use. Knee arthroscopic surgery was performed. The lma was inserted with ease, and tongue was noted to be in the corrected position at time of fixation. A vital sign biteblock was used. The 45-minute surgery was performed with pt in the supine position, nitrous oxide was not used and pt was not moved during the case. After removal of the lma, blood was noted in the bowl of the cuff and on the outside of the airway tube. In recovery, the pt complained of pain under tongue, and an inch long laceration was noted on the frenulum under tongue. The ent physician, who evaluated the pt, has seen similar trauma with oral airways and ordered salt-water gargle as treatment. The pt was discharged to home. The next day the pt contacted a friend who is a plastic surgeon, who sutured the laceration. The crna spoke to the pt three days post event, had resolved. Laceration of the frenulum under tongue possibly occurred if tip of tongue became curled underneath mask. Through trauma to pharyngeal structures and lacerations have been reported with lma use, this is the first report of tongue frenulum laceration. No add'l info is expected.